Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a procedure on (B)(6) 2008. According to the complainant, the patient experienced pain, urinary problems, worsening of incontinence, and dyspareunia post procedure. The exact nature and date of onset for each are unknown. All other information is unknown and reportedly unavailable.